Event description:
The customer reported to baxter (B)(4) that the continu-flo primary drug administration set was blocked. The defect was noticed while priming it, prior to attaching it to the patient. There is no patient involvement reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one sample for evaluation. This unit was tested under water for blockage using 0.56 bar of air pressure and the reported condition was not confirmed. A batch review was performed on the reported lot with no deviations found. Therefore, an assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.